Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. The driver was tested and indicate to calibrate the driver after running 3 samples. The reported issue is confirmed. The root cause could not be determined. The device was labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model e4115 biopsy instrument allegedly experienced an application program problem. This report was received from one source. One patient was involved with no patient consequences. Patient age and weight were not provided. The patient was female.

Manufacturer narrative:
One device was returned to bd for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model e4115 biopsy instrument experienced an application program problem. This report was received from one source. One patient was involved with no patient consequences. Patient age and weight were not provided. The patient was female.